Manufacturer narrative:
Block h6: imdrf device code a050702 captures the reportable event of snare loop unable to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used for screening and polyp removal during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the snares open and close properly. However, they are not successfully cutting through polyps. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.